Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing, the lens was damaged and the downstream occlusion seal was bubbled. Functional testing involved accuracy testing and the reported issue was able to be duplicated. The investigation determined that the expulsor being out of spec was the cause of the reported issue. The expulsor was trimmed. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump failed a volumetric accuracy test. No adverse effects were reported.